Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, patient was implanted with onxmc-25/33 sn (B)(4) on (B)(6) 2019 and passed away on (B)(6) 2019.

Manufacturer narrative:
The manufacturing records for serial number (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. An onxmc-25/33 sn (B)(6) was implanted on (B)(6) 2019 in the mitral position in a 60 year old female patient. While screening for participation in a clinical trial, the investigational site indicated the patient was deceased. An obituary was found online that indicated the date of death of (B)(6) 2019 (20 days post-implant). The implantation operative report was made available. The patient had multiple preoperative comorbidities including chronic renal failure (stage IV on chronic hemodialysis), type 2 diabetes, chronic obstructive pulmonary disease (copd), congestive heart failure (chf, nyha iii-IV), and a history of myocardial infarction and pericarditis. The native mitral valve was rheumatic and severely calcified with severe regurgitation and stenosis. Following implantation using a minimally invasive approach and robotic assistance, the valve was described as ¿¿a normal functioning bileaflet prosthesis without regurgitation or significant gradient.¿ the day after surgery an arterial line was placed in response to hypotension to monitor blood pressure and acquire frequent arterial sampling. The line was removed the same day. Otherwise, the patient was discharged to home on (B)(6) 2019. After this, we have no information until the obituary. Despite what appears to have been a successful mitral valve replacement, the patient died of unknown cause. We do not have any post-discharge information other than the obituary. Consequently, we have no evidence to indicate what, if any, contribution the valve had to the death of the patient. Although there is no evidence of valve involvement, the instructions for use for the on-x valve lists death as a possible complication of mechanical heart valve replacement [IFU]. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.